Manufacturer narrative:
Date rec'd by MFR: 07oct2019. Date of report: 08oct2019. The manufacturer's fse (field service engineer) confirmed the reported power supply issue and the reported harness issue. The fse replaced the harness and installed a new power supply. The unit passed all testing following repairs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported he is installing a power supply and the power harness does on match. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 19aug2019.

Event description:
The customer reported he is installing a power supply and the power harness does on match. There was no patient involvement.